Manufacturer narrative:
The reported event could be confirmed, since the device was returned and is indeed broken. The device inspection showed that the cat# and lot# reported could be confirmed. The tip of the device was broken, due to clear torsional overload. Indeed, the torsion lines of the breakage were clearly visible, even to the naked eye. A microscope picture showed the torsion lines of the breakage even more clearly. Over torque can therefore be identified as the root cause for this case. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "during the removal operation of the proximal humerus plate of axos, the locking screw was hard and the tip of the screwdriver was broken, and the broken screwdriver tip got stuck in the screw head. After removing all the other screws, the surgeon scraped it with an air tome etc. And completed removing all the implants. There is no residue inside the body".

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "during the removal operation of the proximal humerus plate of axos, the locking screw was hard and the tip of the screwdriver was broken, and the broken screwdriver tip got stuck in the screw head. After removing all the other screws, the surgeon scraped it with an air tome etc. And completed removing all the implants. There is no residue inside the body".